Manufacturer narrative:
Additional excluder® device included in this report: (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoprosthesis component migration and endoleak.

Event description:
On (B)(6) 2015, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, it was noted that a 27 mm bell-bottom graft in the right common iliac artery had migrated proximally into the aneurysmal sac. A distal type I endoleak was also identified. According to the report, the proximal migration was caused by iliac artery dilatation. On the same day, the patient underwent coil embolization of the right internal iliac artery, and then was implanted with an additional gore® excluder® contralateral leg component which extended into the external iliac artery. The aneurysm was successfully excluded, and the patient tolerated the procedure.